Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt never had therapeutic effect. The hcp considered programming the pump to minimum rate. The pump contained lioresal. It was subsequently reported that the pt experienced hypertonia. The event was attributed to the pump. The device was explanted, date not reported. The pt outcome was no injury.